Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and pacing inhibition.

Event description:
It was reported that this pacemaker oversensed noise on the patient's non-boston scientific right atrial (ra) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Subsequently, a revision procedure was performed. The device was explanted and replaced, and the ra lead was surgically abandoned and replaced. The physician noted that they saw that the ra lead was fractured in the device pocket. No additional adverse patient effects were reported.